Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. The patient was using a betabionics ilet insulin pump at the time of the event. According to the reporter, on (B)(6) 2026, the patient¿s cgm was showing low values in the middle of the night. The patient stated the values was 39 or in the 40¿s (mg/dl) for a prolonged amount of time, no other specific values were provided, and no bg finger stick value was obtained for the period. She self-treated with gummy bears based upon the inaccurate cgm values. Soon after the patient was not feeling well. Symptoms included confusion, shakiness, sweatiness, and vomiting. The sensor ¿cut out,¿ and when values returned her bg was 500 mg/dl. The cgm value was not specified. The patient¿s caregiver called emergency medical service (ems) and the patient was transported to the emergency room (ER), where the patient¿s insulin pump was stopped. It was noted she was in dka (diabetic ketoacidosis). She was admitted for treatment of the hyperglycemia with IV insulin and monitored for 3 days. Prior to discharge her betabionics ilet insulin pump dosage was adjusted by her healthcare provider. No other patient or event details were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). G3 date received by mfg- correction to date on the initial report. G3 date should be 03/09/2026.

Event description:
Subsequent to the initial MDR, a correction is required.